Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the lens could not be ejected from the iol delivery system and a posterior capsular rupture occurred. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).